Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had recent blood glucose levels of 400 mg/dl and 40 mg/dl. The customer also reported that the insulin pump's display was cracked. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional checks including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart and all operating measurements. The pump was tested with a water filled reservoir and no air bubbles inside the reservoir tube were noted. The pump was received with minor scratches on the display window, a cracked display window corners at the bottom left and right side, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads. No crack on the upper right side corner of the display window noted.